Manufacturer narrative:
The complainant was contacted for return of the device. The device has not been returned to zoll for evaluation. The customer has responded and indicated the device has been repaired (board replaced and disposed of). The device will not be returning to zoll at this time.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device displayed a "ventilator failure detected, code 7 - run-time calibration failure: 754" error message. Complainant did not indicate that there was any patient involvement in the reported malfunction.